Event description:
Textured to smooth exchange of right side device has also been reported.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow calcification, a broken shell and brown particles. A visual and microscopic analysis was performed which identified a broken, striated edge on the radius, crease/folding and a portion of the shell was missing. Based on the device analysis the final assessment is: as a portion of the shell was missing, the findings are inconclusive. Also observed was a striated-edged separation on the radius, assessed as surgical damage, consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding product return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and textured to smooth implant exchange.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV. The has been explanted.